Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 06/2022).

Event description:
It was reported that approximately three weeks after the placement of the port device, it was allegedly unable to be infused. Reportedly, an x-ray revealed that the catheter broke and migrated into the heart. It was further reported that the port body was removed, however, the health care provider was unable to remove the migrated segment of the catheter. Reportedly, the patient was transferred to another hospital for removal of the migrated catheter segment. The patient status is unknown.